Event description:
In this event it is reported that a aseptico mini head contra angle won't hold files. No injury.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Product not received at investigation site. Per aseptico as of 9/20/2022, this unit has not been received in for repair.